Manufacturer narrative:
Zimmer biomet complaint (B)(4) . Patient's weight not provided/ unknown, device lot number not provided/ unknown, reporter's last name and email not provided/ unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant was removed due to peri-implantitis. The site was grafted. Tooth location 15.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified minor signs of wear from use around the external threads and the drive feature but no other evidence of significant damage or deformation no device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Sterilization record review could not be performed, as the lot number associated with the reported product is not available. The reported device was measured with calipers and the device was verified to match specifications. Visual inspection did not find any device malfunction. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.